Manufacturer narrative:
The unit was received with cracks on the reservoir tube lip, battery tube threads and case, near the reservoir window. The unit failed the displacement test, and alarmed motor error during the rewind due to an out of phase motor encoder signal.

Event description:
The patient reported a motor error alarm after exposing the insulin pump to an MRI. Troubleshooting was performed, and no damage was noted to the drive support cap. Advised the patient that the insulin pump would be replaced due to the alarms. Nothing further was reported.